Manufacturer narrative:
The device analysis was completed by the manufacturer on 12-october-2020. Device evaluation results: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Review of the event history log of the pump found invalid syringe size alarm in history. Device underwent flow testing, and the reported customer complaint was unable to be confirmed. However, the device complaint was noted in the event history log. The problem source has been determined to be unknown. The investigator replaced the size pot as a preventative measure. The size pot was over 4 years old. Other worn components on the pump were replaced. The pump passed all the functional tests following the preventative maintenance.

Event description:
Information was received that device has issue with identifying syringe. No adverse effects reported.